Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The sheath and the dilator of the flexor high-flex ansel guiding sheath were returned with the dilator partially inserted into the sheath. The dilator hub was not snapped into the sheath proximal fitting. During examination, the dilator was able to be fully inserted into the sheath and the hub was able to be snapped into the sheath proximal fitting. No nonconformities notes regarding the dilator. A 2mm wrinkle on the distal tip of the sheath was noted. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and examination of the complaint device, it is likely that the patient¿s clinical condition (scar tissue from previous surgeries) contributed to this event. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an angiogram with intervention in the sfa, an attempt to insert the sheath through the groin was made using left antegrade access via the left common femoral. The tip of the sheath was damaged as there was difficult groin access and was unable to be inserted further. The reporter stated that there did not appear to be calcification; however, there was scar tissue from previous surgeries. No unintended section of the device remained inside the patient¿s body and there was no device separation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.